Event description:
A 3.0mm diameter by 12mm length s670 stent delivery system was inserted in attempts to direct stent a lesion in the circumflex coronary artery. It was not possible for the stent to cross the calcified target lesion, therefore it was pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery balloon when the stent was pulled back into the guide catheter. The stent was subsequently snared and removed from the pt. The target lesion was treated with another manufacturer's stent. The pt was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event. The lesion calcification and no pre-dilatation contributed to the stent not being being able to cross the lesion. The instructions for removal of undeployed stent were not followed when the stent was pulled into the guide catheter while it was engaged in the coronary artery.